Event description:
Center director reports, via a voluntary medwatch form, a case of postoperative keratoconus or ectasia, after lasik surgery. Follow up info noted that only the left eye was affected. Post operative findings show pt experienced irregular astigmatism, and loss of bcva. Pt also reported blurry vision for the past two years. This report references the pt's right eye. Left eye is reported under MFR report# 1061857-2011-00012. Add'l info from user facility: possible keratoconus or ectasia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).